Event description:
One device reported as having an alleged false positive result on (B)(6) 2022. The complainant mentioned his son was diagnosed with covid-19 ten days prior, but feels fine now. On (B)(6) 2022, a rapid test (binax) was performed with a negative result. A lucira test was performed the next day on (B)(6) 2022, with a positive result. The customer refused to provide any additional information. Therefore, no additional information on any follow-up tests taken is known.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4).based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Manufacturer narrative:
According to the binax "instruction for use" (IFU), false negative results are more likely after eight days or more of symptoms. The complainant was diagnosed with covid-19 10 days prior to performing a binax antigen test ((B)(6) 2022) with a negative result. The complainant performed the lucira molecular test the next day (within 24 hours (B)(6) 2022) with a positive result. Antigen tests are well known to have poorer lod than molecular tests like the lucira test. Hence, the alleged false positive is likely a low viral load positive missed by the antigen test.